Event description:
Initial results for two pt hcg's were 0.158 and 8.06. When repeated, the results were 0.798 and <5.00 respectively. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.